Event description:
It was reported the output is out of specification. Ventricular output at 2.5 is 14.7 ma (milliamps) and atrial output at 20 is 14.3 ma. The output for both atrial and ventricular will not go above 14.7 ma when measured above 15 ma. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).